Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0acky, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient never had therapeutic effect like they thought they would. It had not met the patient's expectations. The patient used to feel stimulation all the time, but now only felt stimulation part of the time since (B)(6) 2015. The patient couldn't get their device programmed right. The patient only felt stimulation in the morning, around 2 am, but then clarified that it was more like around 5 or 6 am. Then the patient only felt stimulation after 10 pm when they went to bed. The patient synced with the implantable neurostimulator (ins) and was currently on program 1 at 5.4v. The patient changed to program 3 set at 3.0v and was not feeling stimulation. There was no lightning bolt apparent in the ins icon on the programmer. The patient turned stimulation back on. Around a year later the patient reported that there was a loss or change of therapy. The patient used to feel stimulation all the time. She then got used to the stimulation. All of a sudden she realized she did not feel stimulation all the time anymore unless she was lying down or sitting down. When she was standing she did not seem to feel stimulation at all. The patient also never had therapeutic effect. The patient was implanted for bowel control. She only had 4 days that she actually had a bowel movement like she should, since being implanted. One time she had to turn the implantable neurostimulator (ins) off for an electrocardiogram and she had good bowel movement with the ins being off. She increased stimulation to 7.7v in program 3. She tried changing a program but when she connected with the patient programmer (pp) again it showed the previous program. It was determined on the call that the patient was not pushing the sync button when changing a program. On the call the patient was walked through using the pp. The patient switched to program 4 at 5.6v, then increased to 6.0v but felt no stimulation. It was noted the patient fell and landed on the right side and sprayed her ankle. The device was not checked after the fall. The fall could be related to this issue. The patient was going to monitor the symptoms. The patient never had therapeutic effect since implant, (B)(6) 2014 and stopped feeling stimulation unless she was laying or sitting down starting 1-2 months ago in 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.